Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor packaging perforation was found on 36 bd¿ luer slip syringes with needles before use, as they could not be teared out separately. The following information was provided by the initial reported: "out-packed of syringes could not be tear out separately."

Manufacturer narrative:
Correction: an additional lot# was added to the complaint upon inspection of returned samples. The following fields have been updated: b.2. Date of event: it was reported that poor packaging perforation was found on the bd¿ luer slip syringes with needles before use, as they could not be teared out separately. Lot# 8354945 was reported to have occurrences of the event, and lot# 9023926 was reported to have an unknown number of occurrences. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8354945 d.4. Medical device expiration date: 2023-12-31 h.4. Device manufacture date: 2018-12-20 d.4. Medical device lot #: 9023926 d.4. Medical device expiration date: 2024-01-31 h.4. Device manufacture date: 2019-01-23,

Event description:
It was reported that poor packaging perforation was found on the bd¿ luer slip syringes with needles before use, as they could not be teared out separately. Lot# 8354945 was reported to have occurrences of the event, and lot# 9023926 was reported to have an unknown number of occurrences. The following information was provided by the initial reported: "out-packed of syringes could not be tear out separately".

Manufacturer narrative:
Investigation: our quality engineer inspected the returned unused units and could not identify any defects or abnormalities. The used unit was also inspected and the reported observation of poor package perforation was confirmed. The issue may have occurred at the perforation station of the primary packaging machine. If the air regulator, which supplied the cutting pressure to the perforation knife was interrupted, this may have resulted in poor perforation. The appropriate personnel have been notified of this event. After the production of this batch, action was taken to replace the air regulator with an air pressure gauge meter to more easily monitor the air supply to the perforation knife. DHR was performed and no similar defect was found during qa or quality notification found in the past 12 months.

Event description:
It was reported that poor packaging perforation was found on the bd¿ luer slip syringes with needles before use, as they could not be tore out separately. Lot# 8354945 was reported to have occurrences of the event, and lot# 9023926 was reported to have an unknown number of occurrences. The following information was provided by the initial reported: "out-packed of syringes could not be tear out separately".